Event description:
A breast biopsy was performed using the intact breast lesion excision system (formerly the en-bloc system) in 2006. The wand size used is not known. The physician allowed the wand to pass too close to the skin. While the procedure was successful (sample retrieved), the capture basked pierced and broke through the skin at the nipple. The wound was closed with two stitches.

Manufacturer narrative:
There was no product returned; the product size and lot numbers were also not available. An evaluation was not possible.